Manufacturer narrative:
Additional information: d9 additional information: h1 additional information: h2 additional information: e4 additional information: h10 investigation summary analysis: this is a general complaint, where no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing could be performed to determine if the device played a role in the adverse event. A 12-month review was not conducted as no customer history was received and a device history review is not required as this is not a confirmed oobf and the device was manufactured more than 2 years prior to the event. Gcm reached out to the customer for the service repair history, but no information was provided. Event logs were requested but not provided. Conclusion: in conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing could be performed to determine if the device had a role in the adverse event. The event is therefore not confirmed.

Event description:
A medwatch was received regarding a plum 360 (v 15.x) that experienced device inaccuracy which was associated with an adverse event requiring medical intervention. It was stated ¿pump malfunction reported, rn reported the levophed should have been programmed to 5mcg and it was found running 45mcg. Resulted in patients with a hr [heart rate] in the 180s in svt [supraventricular tachycardia]. Pt w/ [with]new onset afib w/ rvr [atrial fibrillation with rapid ventricular response], lopressor 2.5mg given and amiodarone bolus. Pump was removed from service and sent to engineering.¿ the report was completed by kai bortz, a health professional risk manager at lehigh valley hospital through kenneth washington. There was patient involvement and adverse event reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown in april, and 01 april 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.